Event description:
It was reported during the implant attempt that the right ventricular (rv) lead was difficult to position as it was noted the heart appeared rotated. During this attempt, the patient's blood pressure dropped and there was a perforation with pericardial effusion. The lead was removed. A new lead was placed and a pericardiocentesis was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).